Manufacturer narrative:
An eval of the device cannot be performed, as it was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "she had a traumatic dislocation of her primary total knee."